Event description:
New information received states an asymptomatic patient presented in clinic for routine device check, one episode of non-sustained rv oversensing due to post-paced t-wave oversensing. Programming changes were not made since this was the only episode of oversensing and the patient did not report any symptoms. Patient was stable and will continue to be monitored.

Event description:
It was reported that when an asymptomatic patient presented in clinic for a scheduled follow up visit, upon device interrogation competitive atrial pacing which was due to inappropriate auto mode switch episodes were observed on the device. Inappropriate programming was also observed and ventricular fusion resulted in inappropriate loss of capture. Programming changes were recommended which were to be made during the patient¿s next scheduled follow up visit. Patient was stable prior, during and post device interrogation. No further information available.